Event description:
It was later reported that the patient issue resolved without complication.

Event description:
It was reported that the patient presented with withdrawal symptoms at the emergency room. Specifically, the underdose symptoms included increased spasticity and tone. X-rays were ordered and it was seen that the catheter had an "obvious" break at the spinal entry point. It was noted that the patient was treated for withdrawal; however; at the time of report, a surgical revision was planned, but had not yet been performed. The drug used in this system was lioresal.

Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).